Event description:
The pt stated that he has had difficulties with his infusion tubing separating for the past 2 months. He stated that on one occasion his blood glucose elevated to 250 mg/dl. His normal blood glucose range is 80-150 mg/dl. He stated he changed the infusion tubing and bolused through his infusion device to lower his blood glucose. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.